Event description:
The patient experienced shocking and jolting when stimulation therapy parameters were increased. He couldn't get stimulation coverage in his hands. There was discharge and fluid at the implantable neurostimulator. The wound was not yet healed. The patient had an appointment with the neurosurgeon to assess the wound. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).